Event description:
It was reported that t:slim x2 pump battery would not charge while customer was using a non-tandem charging cable and third-party wall adapter, and there was no power source alert in pump history when issue began. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to plug wall adapter into outlet known to work and leave pump connected for at least 30 minutes to see if charging would begin. Using original supplies pump began charging. No further assistance required.